Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a code indicating premature battery depletion for the subcutaneous implantable cardioverter defibrillator (s-ICD). Subsequently the device was explanted and successfully replaced. No additional adverse effects were reported.